Event description:
This pt had uneventful treatment with 155 gy of ts to the left liver lobe in 2001. The following 2-3 months pt had midepigastric abdominal pain, exacerbated by eating with some anorexia. An upper gi was done 4 months later which showed a cratered non-bleeding 10mm ulcer in the pre-pyloric region of the stomach and another cratered non-bleeding 9mm ulcer in the proximal bulb of the duodenum. Biopsy revealed antral mucosa showing mild chronic gastritis with superficial erosion. Pt was given prev-pak for 14 days. At a follow-up visit 12/01, pt feeling better and continued on protonix.